Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failure alarm. The remote service engineer (rse) had the customer review the event log of the device and confirmed that the error code for a backup alarm failure was found. The rse advised replacing the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the backup alarm failure. The customer called the rse back and confirmed that they installed a new cpu pcba which resolved the backup alarm failed issue. The rse provided the customer with the requested software options and manuals to setup the device serial number following part replacement. The device was confirmed to meet specifications and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.